Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown) who was in full cardiac arrest, using a 3 lead ECG cable with the device, but the device began to "click-not beep" and the "screen went out". The medics then changed the device battery, without any results. The device was then turned off/on, but there was no change in the monitor. The medics obtained another device to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.